Manufacturer narrative:
Customer should not have restored failed aqc parameter (po2) and run patient sample. Siemens customer care center (ccc) reviewed steps involved in setting up security level with the customer to prevent reoccurrence of this event. Customer indicated that they did not know if any treatment was performed on the patient. Customer discarded patient sample as measurement cartridge was replaced later. The event has occurred due to an operator error.

Event description:
Customer restored failed automatic quality control (aqc) parameter (po2) and run patient sample on the instrument.